Event description:
It was reported that the neptune rover with smoke evac and power pole was not offloading at the user facility, resulting in a 30 minute to 1 hour delay. How the issue was noticed, medical intervention and adverse consequences are unknown. Additional information has been requested from the user facility.

Event description:
It was reported that the neptune rover with smoke evac and power pole was not offloading at the user facility, resulting in a 30 minute to 1 hour delay. How the issue was noticed, medical intervention and adverse consequences are unknown. Additional information has been requested from the user facility.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Manufacturer narrative:
The field service technician was able to confirm the reported event of the unit not offloading. The waste coupling was found to be broken and pushed inside the unit. The inner and outer spacers and the wave spring were replaced. The most likely root cause of the offload error is the wave spring.